Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, he had to widen the incision for every suspect device used. The surgeon stated that the usual incision size was 2.4 mm, but this wasn't enough for the suspect device, so he had to widen the incision to 2.5 to 2.6 mm to insert the cartridge tip into the patient's eye. There was patient contact, but no impact on the patient as the cataract operation was completed without any problems after the incisions were widened. There are seven medical device reports associated with this complaint. This report is 5 of 7.

Manufacturer narrative:
Corrected information was added in b.2. And h.6. (FDA product problem code updated) the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was added in d.10. H.3. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated viscoelastic information was not provided. The root cause cannot be determined for the reported complaint. The facility discarded the sample. A root cause cannot be determined without physical examination of the product. It is unknown if the tip was damaged during delivery. It is unknown if qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the iol with the preloaded delivery system, an company qualified ophthalmic viscoelastic device ovd should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps.nozzle manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of suspect nozzles. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. Suspect devices have two nozzle sizes depending on the diopter of the lens. The 27.5 d to 30.0 d iols are provided with the c size nozzle denoted by a c on the top of the nozzle. Prior to lens implantation confirm the following: an appropriate incision is made for the corresponding nozzle size; the lens is properly positioned; and the haptics are properly folded. Then, insert the nozzle tip into the incision as far as needed to facilitate lens implantation, using the depth guard as the insertion limit, and aim the nozzle tip at the anterior capsule opening. Information was provided that the surgeon used a non company 2.4 mm knife, but has to widen the incision to 2.5 to 2.6 mm. Company representatives have been working with the facility to determine the cause of the issue. A trial of an company knife is being conducted. These are the only complaints of this type for this device. Facility is going to do a trial use of an company knife. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.